Event description:
It was reported that the customer previously had unknown high blood glucose levels. At the time of the report, the customer's blood glucose was 164 mg/dl. The customer reported changing infusion sets and reservoirs to try to resolve the high blood glucose levels. Also, when the customer removed his unomedical insulin infusion set, he bled profusely from the insertion site. No product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).